Event description:
It was reported that the patient was originally implanted (unknown date) with a two level cervical plate and six 4.0mm ti quick locking cancellous self-drilling screws construct at c4-c6 levels. During a follow up office visit, surgeon noted on x-ray (unknown date) the two distal locking screws at the c6 level had backed out. Patient was revised on (B)(6) 2015. Surgeon explanted all 6 screws and plate. Patient was revised to oversized locking screws at c4-c5 in the same screw holes and the same size 2 level plate. The two new screws at the c6 level were reinserted into the caudal vertebral positional. Surgeon redirected the c6 levels screws because they were almost even with the end of the plate. Surgery was completed successfully with no additional impact to the patient. This is report 1 of 3 for (B)(6).

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: pon receipt of this device it was seen that the plate and screws conform dimensionally to the designs to which they were manufactured, and the surface of the plate shows wear on the surface consistent with the implant and explant procedures. This complaint cannot be confirmed from the condition of the returned parts, and x-rays were not supplied for this complaint. It is unknown what led to this complaint condition, if the locking screws were fully locked, patient bone quality, or the depth to which the screws were inserted and the degree of purchase between the screws and the plate and the screws and the bone. The designs of these devices were found to be adequate for their intended uses. Given the variables surrounding these implants, the exact cause is undetermined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.